Manufacturer narrative:
This product is registered as a combination product.

Event description:
The patient presented in clinic after receiving inappropriate antitachycardia pacing therapy due to noise resulting in oversensing. Upon further investigation, an aborted shock due to low defibrillation impedance was also observed on the right ventricular (rv) lead. Diagnostic imaging revealed insulation damage on the end of the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of insulation abrasion, noise, inappropriate defibrillation therapy, and low defibrillation impedance were confirmed. As received, a complete lead was returned in two pieces. Visual analysis of lead revealed the lead to be compressed and a break in the insulation was observed to be consistent with clavicle crush damage. All lumens were revealed to be breached with abrasions observed on the ethylene tetrafluoroethylene (etfe) cable coating of the ring electrode cables and superior vena cava cables. The ring electrode cables were revealed to be separated with damage noted to the polytetrafluoroethylene (ptfe) liner exposing the inner coil. The reported events of noise, inappropriate defibrillation therapy, and low defibrillation impedance were isolated to the exposure of the ring electrode cables, superior vena cava cables and inner coil in the clavicle crush region.